Manufacturer narrative:
(B)(4). Healthcare professional who could provide additional information: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified, weight to the spec, yellow encapsulation, and deformation. After autoclave cycle were observed: cloudy color in the gel and voids. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The events of lymphoma : alcl suspected and seroma late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "20 ccs of serous fluid to the right capsular pocket (appropriate fluid analysis to be performed to rule out any infectious process and/or alcl)". The reported lymphoma alcl suspected was previously captured under contralateral mrn 9617229-2021-4702. Event transferred to this report/device upon receipt of additional information and confirmed by allergan medical safety.

Event description:
Healthcare professional reported "20 ccs of serous fluid to the right capsular pocket (appropriate fluid analysis to be performed to rule out any infectious process and/or alcl)." While alcl has been claimed, the appropriate biomarkers of alk- and cd30+ have not been reported or confirmed and pathology has not been received. Affected side is right. The device has been explanted and replaced; capsulotomy and partial capsulectomy was performed at explant.

Event description:
Healthcare professional reported "20 ccs of serous fluid to the right capsular pocket (appropriate fluid analysis to be performed to rule out any infectious process and/or alcl)." While alcl has been claimed, the appropriate biomarkers of alk- and cd30+ have not been reported or confirmed and pathology has not been received. Affected side is right. The device has been explanted and replaced; capsulotomy and partial capsulectomy was performed at explant.